Event description:
It was reported the device system was removed. It was also noted "dislodgement of electrodes due to twisting of leads." The patient resolved without sequela.

Manufacturer narrative:
Product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type lead. Product ID 435135, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2007, product type lead. (B)(4). Analysis of the stimulator revealed no anomaly. Analysis of the leads (serial# (B)(4)) revealed no significant anomaly. It was noted the leads were returned connected to the stimulator and twisted together.